Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controllers and the module controller was defective. A field service engineer found no lights on both boards hence replaced both drawer controllers and the module controller. Fse configured the drawer and ran a final test in hardware test application and verified drawer and cubie pockets are functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers 2.1 and 2.2 were failed to detect on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers 2.1 and 2.2 were failed to detect on bus. As per part investigation, it was determined that, component f201 damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) part analysis: the reported issue of the medstation es main multiple drawers' failure was confirmed by the fse. According to wo (B)(4), fse found that the half height (hh) cubie drawers 2 1, 2 2 and all cubie pockets were failed and not detected on bus as no lights were shown on any boards. The fse replaced both drawer controllers and the module controller. The fse configured the drawer and ran a final test in hta and were functioning properly. External inspection did not identify damage or non-conformities to pcbas. Laboratory bench testing confirmed that the two (2) pcba dwr cntlr vl. Lo vl were functional after testing components and performing hta. Dchu performed laboratory bench testing to the pcba pmc vl.06 v0.09bl hh and it was identified that component f201, damaged as it was blown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as nonfunctioning pcba pmc vl.06/v0.09bl hh, as damage was identified in component f201.